Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the head of the screw broke off during insertion. On (B)(6) 2013, the material and patient information were received. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional evaluation was conducted. The report indicates the measurable dimensions of the broken screw were found to be in compliance with the technical drawings and ao/asif specification. The lot number is not known, therefore the raw-material testing certificate and the manufacturing documents cannot be reviewed and the present complaint cannot be fully analyzed. As no detailed clinical information is available, we can surmise that there was a technical complication during surgery which caused the breakage. Device was used for treatment, not diagnosis. (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was not performed because no lot number was provided and it was not available on the returned product. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.